Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322 alarms, determined to be caused by loose upper and lower latch switch bracket screws. The loose screws allow the upper and lower latch switches to move in and out from the upper and lower door latches, triggering an intermittent open/closed switch connection, resulting in system error 322 alarms. The upper and lower auxiliary assemblies, which contain the loose screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.